Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. There was blood on the distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while attempting implant, the physician was unable to achieve the desire r-wave level of value. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.